Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately ten (10) em2400 valve set were leaking. This issue was identified during transfusion prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information/correction to g3: baxter aware date. G3: the correct baxter aware date is april 26, 2022 (previously submitted in error as april 25, 2022). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G3: the correct baxter aware date is april 25, 2022, previously submitted as may 09, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from march 31, 2022 - april 01, 2022. H10: four (4) actual samples were received for evaluation. The other six (6) samples were not received and therefore, could not be evaluated. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on 1 randomly selected sample, and it was noted that there was a leak. The reported condition was verified. The cause of the condition was due to a manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G3/h10: (remove) "the correct baxter aware date is april 26, 2022 (previously submitted in error as april 25, 2022)." The correct aware date is april 25, 2022. H9: 3010291427-06/21/2022-001-c. H10: add: during system level testing of the evaluated sample, the leak that was observed was in port 2 (omitted in initial evaluation results). Should additional relevant information become available, a supplemental report will be submitted.